Event description:
An endurant ii aorto-uni-iliac stent graft was implanted for the treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure an angiogram revealed that the endurant ii aorto-uni-iliac stent graft was delivered approximately 8 mm distal to the desired location. No endoleaks were observed. The physician elected to implant a proximal 25x25x49 endurant cuff and a final angiogram revealed no endoleaks. The event was resolved. Per the physician the cause of the event was related to user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.